Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open abdominal perineal resection procedure, not all of the clips formed all the way around the vessel. It was also reported that the clips would not properly seal the vessel. The surgeon double clipped everything one behind the other using the same device just to make sure. There was no patient injury.